Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised to have an fse to come and see if the pneumatics needed to be adjusted, but he stated that he would first try to adjust the needle valve. The performance check and patient circuit calibration were demonstrated to the customer. The unit appears to be in good working order, but it was recommended that an rt test the vent as well to ensure that the reported issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator won't adjust lower than 24cmh2o when bias flow is set to minimum. As per the customer, the event happened during pre-testing, prior patient use. Furthermore, there was no patient associated with the reported event.